Event description:
The customer reported that the system displayed a generator error message preventing the system from completing boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and placed a new x-ray tube on order, but no conclusion can be drawn as repair info is not available.